Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 22-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bios screen was preventing the customer from performing daily operations. A field service engineer (fse) reseated all cables in the station and left the machine off for 30 minutes. Once powered back on, all functions returned to normal. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es station was offline and had a black screen. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.